Event description:
Customer stated "lever came off and sparked." The product has not been returned for investigation. Based on failure mode history, it is likely that the tabs within the switch broke due to application of excessive force over an extended period of time. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.